Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad partially detached but with evidence of the tissue pad material in the groove section of the clamp arm. The blade gouged at the tip. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the tissue pad peeled off. Pad was retrieved, unknown how case was completed. There were no adverse consequences for the patient.